Event description:
Event occurred at approximately 10:20am during a pediatric tonsillectomy and adenoidectomy. Patient suffered a "small" (0.5 to 1.0 cm in length) second-to-third degree coagulative burn of the buccal mucosa when the non-insulated tip of the shaft of the handpiece contacted the patient during use. Physician was completing adenoidectomy and did not notice that the adenoid tip was not seated on the handpiece and continued to activate the device, thus contacting the patient. Patient's mother was immediately notified following the procedure and no add'l intervention was required prior to, or following discharge to home.

Manufacturer narrative:
The facility did not retain the device. However, the lot number was provided. An investigation of the lot history record will be conducted and results will be provided in a f/u report.